Manufacturer narrative:
(H3) the evaluation noted that as reported, a 71 y/o female with an approximate bmi of 40 was implanted with a tka on (B)(6) 2019. Approximately 25 days postop-op, the patient suffered a complete femur fracture during weight bearing. The patient received a knee revision and the fracture was repaired on (B)(6) 2019. Patient was last known to be in stable condition following the event. All available information has been received at this time. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, infection, fracture, or loosening of total joint hardware. The most likely cause of the reported event was a malunion of a fracture which was likely caused by over reaming in the initial procedure but could not be confirmed. (D11) concomitant devices: lgc tibia ps rbk insrt sz 3 13mm (cat# 02-012-38-3013 / sn# (B)(6)). Lgc tibia rbktray cem sz 3f/ 3t (cat# 02-012-43-3030 / sn# (B)(6)). Three peg patella 35mm (cat# 200-02-35 / sn# (B)(6)). Holding pin mini sharp point 4 pk (cat# 201-78-15 / sn# (B)(6)). Gps implant kit v2 (cat# a10012 / sn# (B)(6)).

Manufacturer narrative:
Pending evaluation. Concomitant devices: lgc tibia ps rbk insrt sz 3 13mm (cat# 02-012-38-3013 / sn# (B)(4)), lgc tibia rbktray cem sz 3f/ 3t (cat# 02-012-43-3030 / sn# (B)(4)), three peg patella 35mm (cat# 200-02-35 / sn# (B)(4)) , holding pin mini sharp point 4 pk (cat# 201-78-15 / sn# (B)(4)) , gps implant kit v2 (cat# a10012 / sn# (B)(4)).

Event description:
As reported, a (B)(6) female with an approximate bmi of 40 was implanted with a tka on (B)(6) 2019. On (B)(6) 2019, the patient suffered a complete femur fracture during weight bearing. The patient received a knee revision and the fracture was repaired on (B)(6) 2019. Patient was last known to be in stable condition following the event. All available information has been received at this time.